Event description:
The customer reported via phone call that they had a test error alarm on the insulin pump. The customer stated the alarm occurred 6 to 7 times. Customer's blood glucose was 280 mg/dl. The customer also reported experiencing diabetic ketoacidosis while on insulin pump therapy. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with an unexpected blank display after the countdown screen number 7, problem was isolated to the mother board. Failure analysis was unable to test for displacement test and verify cpu error alarm due to blank display. The insulin pump had scratched lcd window and cracked reservoir tube lip.